Manufacturer narrative:
S.w version 4.11e. Retainer ring = black. Customer returned pump for an alleged blank display and high bgs found on (B)(6), 2022. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. The pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted during testing. No power error 25 and low battery alert recorded in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2022 18:01:00.000. Replace battery alert was recorded and found in the formatted history file on: (B)(6) 2022: 03:32:00.000, 03:42:00.000. Replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2022: 04:03:00.000, 04:13:00.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2022 06:35:31.000. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 06:24:33.000. Failed batt/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2022: 06:23:45.000, 06:24:15.000, 06:24:30.000, 06:34:00.000. And pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2022 06:35:04.000. Upon checking on the power data/detail trace file, low battery alert, replace battery alert/replace battery now alarm and failed batt/battery failed alarm were expected since the battery has low/no power. The customer may have used a low/depleted battery. The battery was removed on 06:24:33.000, pump error 23 alarm and power loss alarm were expected since the battery was removed for more than 10 minutes. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, slight corrosion was found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Blank display was not confirmed. However, during visual inspection, slight corrosion was found on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 444 mg/dl at the time of incident. Customer stated that the insulin pump had a blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. No harm requiring medical intervention was reported no further patient complication were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.